Event description:
On (B)(6) 2011, the patient contacted animas to report she had 6 cartridge boxes that were recalled. At the time of troubleshooting the patient confirmed she did not have any issues with any of the cartridges leaking. During the call the patient claimed that in (B)(6) 2010 she had contacted animas regarding high blood glucose (bg) readings she had been obtaining. The patient mentioned her bgs were as high as 400mg/dl and tested positive for ketones at times. The patient denied developing any other symptoms suggestive of hyperglycemia. The note entered in the animas complaint handling system in (B)(6) 2010, noted that the patient had been obtaining elevated bg readings in 300 mg/dl range for past month. At the time of the call in (B)(6) 2010, the patient reported that at the time of the high bgs she informed the animas representative that the high bgs were due to infection she had. During troubleshooting in (B)(6) 2010, the patient confirmed pump date/time correct, bolus history and tdd amounts were correct. The patient was advised to disconnect and confirmed she successfully delivered an air bolus. During pump review there were no alarms in history. The patient also stated that back in (B)(6) 2010, the glucometer she was using (non-lfs brand) was also recalled due to inaccuracy issue. The patient mentioned due to meter recall, she now questions if the high bg results she had obtained back in (B)(6) 2010 were accurate. Although there was no evidence of a product malfunction found at the time of troubleshooting back in (B)(6) 2010, this complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.